Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Company manufacturers met with patient and troubleshooting was unable to reconnect. Logs confirmed that the ipg did not enter a bondable state despite troubleshooting steps performed. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 21oct2025 wherein the ipg was explanted and replaced to address the issue.